Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial lead dislodged post-implant. The lead was unable to be properly positioned, so was removed and replaced. No patient complications have been reported as a result of this event.